Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Photo evaluation: the photo provided showed intraocular lens (iol) positioned incorrectly. One haptic appears to be bent/deformed as a result of being pressed against one post of iol case base. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is scratched/marked-rejectable. The optic has loose fibers and has a mark from an indelible marker. We are unable to determine the root cause for the reported complaint "defective". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the defect on the edge of the optic was found upon removing the lens from the case during a procedure. There was no patient contact. The procedure was completed with a new lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The timing of the event and patient impact are unknown. Additional information has been requested.